Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4).

Event description:
The system 7 dual trigger rotary was sent for service and during failure analysis it was noted that there was an unknown substance on the trigger. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 dual trigger rotary was sent for service and during failure analysis it was noted that there was an unknown substance on the trigger. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, sticky substance present, was duplicated; it was confirmed that the device had a sticky substance and corrosion in the trigger assembly. Based on a review of complaint trending, this likely occurred due to non-recommended cleaning procedures.